Event description:
Alleged the foot hi/low function is not lowering and the service light is flashing. The customer found a black mark on the component cover.

Manufacturer narrative:
The technician found the hi/low motor drive was locked up and the motor control pcb was shorted. The technician replaced the drive and the motor control pcb to repair the bed.